Event description:
The device locked on tissue during a procedure. The surgeon was able to slide the device off the tissue without injury to the patient. The incident device was returned and upon evaluation on 08/12/2008, a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. The returned device was manufactured before these changes were implemented.